Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "device programming mode: continuous reservoir volume: 184ml (mixed to overfill volume of 194ml w/184ml to infuse) given: 179.2 per pump. Air detector was off. Upstream sensor was on. Length of infusion: 46hour. Configuration 100ml cassette, 250ml cassette, spike to bag: 250ml cassette". No additional information about the event is available. The event occurred while in use with the patient. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.